Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore was used off label. Physicians were notified of the positive result and suspicion of erroneous results. Patients were placed under transmission-based precautions/quarantined until pcr results were obtained. Eua (B)(4).

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2 (B)(4). Bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number 0222901 testing of retention samples of batch number 0222901, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that was observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (B)(4) to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr test method and the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore was used off label. Physicians were notified of the positive result and suspicion of erroneous results. Patients were placed under transmission-based precautions/quarantined until pcr results were obtained. Eua(B)(4).